Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a varipulse¿ bi-directional catheter and suffered a cardiac tamponade which required a transthoracic puncture and prolonged hospitalization. A pulmonary vein isolation (pvi) procedure with a varipulse¿ bi-directional catheter was performed. No issues recognized during the procedure except some heavy movements of the catheter due to the handling of the physician. The patient left the operating room (or) without as in usual cases. However, approximately one hour after this, the physician reported a tamponade was detected when the patient was already on the ward. A transthoracic puncture was performed and 700ml blood was drained. The patient was stabilized and the physician informed us later that the patient should not have any remaining issues. However, the patient had to stay longer in the hospital for observation. The physician did not know when and how the tamponade was caused. They had no errors with the carto during the procedure. No other biosense webster products were used. The catheter was discarded as there was nothing special noted directly after the case. The surgery was not delayed due to the reported event. The procedure was successfully completed. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31585186l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 06-jan-2026. The physician¿s opinion on the cause of this adverse event was that the physician did not know when and how the tamponade was caused. No issues were recognized during the case except for some heavy movements of the catheter due to the handling of the physician and admitted that this might have been the cause. However, also the transseptal puncture might have caused the issue. The intervention provided was that approximately one hour after the patient left the ep lab, the physicians told us that a tamponade had been detected when the patient was already on the ward. Transthoracic puncture was performed. 700ml blood was drained. The outcome of the adverse event was fully recovered (no residual effects). A transseptal puncture was performed with an abbott brk needle. Prior to noting the cardiac tamponade, ablation was performed with pfa. No evidence of steam pop. The flow setting was manual 30ml, workflow -> 30ml/min during ablation and 4ml/min low flow. The patient did not require cardiac surgery. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation. No error messages were observed on the biosense webster equipment during the procedure. In addition, the patient¿s age, sex, gender ethnicity, and race were provided. Therefore, processed a2. Patient age at the time of event, a2. Age unit, a3a. Sex, a3b. Gender, and a5. Ethnicity. Also, additional products were provided. Therefore, updated the d10. Concomitant medical products and therapy dates section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).